Event description:
While using device to admin a shock, there was an arc coming from the pads. Customer feels that kimberly clark pads were the problem, but wants pic checked our anyway. The customer tested pads on another monitor with the same results. Pt died.